Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. The dealer reported that the backrest brackets had snapped while the end user was in the chair. There were no falls or injuries reported due to this malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.